Manufacturer narrative:
The insulin pump powered up properly after battery installation. The unit was received with its operating currents within specification. No failed battery test alarms were noted. The unit passed the rewind basic occlusion test, prime test, and displacement test. However, the unit was received stuck in a motor error loop during bolus/basal delivery and a motor position encoder error alarm was confirmed in the history file. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during testing. The following physical damage was also found: cracked casing at the display window corners and battery tube threads along with minor scratches on the display window.

Event description:
The customer's wife reported via phone call that her husband's insulin pump alarmed with a motor error after an infusion set change; the pump alarmed during the fill tubing process. The patient's blood glucose at the time of incident was 301 mg/dl. Troubleshooting was initiated for the motor error alarm. The drive support cap appeared normal. The pump was not exposed to an MRI or high magnetic field. The customer was also able to rewind the pump. However, the alarm history was inspected and within the past thirty days there were two motor errors and an unexpected restart. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.